Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a laparoscopic gastrectomy procedure, the device operator used a powered handle and a reload. When he pushed the blue button to fire the staples, the I-beam got stuck in the middle of the firing mechanism and the firing became slow. Another reload was used to correct the condition. No other adverse events were reported.

Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the cartridge noted that the loading unit was fully applied. During functional evaluation, the loading unit was loaded into a pmv representative instrument (powered handle and adapter) for functional testing. It was observed that the anvil could not be closed completely on the initial clamping stroke. This was an indication that the loading unit anvil was deformed at the clamping feature. Further functional evaluation found the loading unit to transect test media. Functional testing also confirmed the safety interlock feature successfully prevented the loading unit from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
Per FDA request, this report was electronically resubmitted. Legacy coding: method (10, 38, 3345,3266); results (213); conclusion (61). Manufacture reference number: (B)(4). H3- evaluation summary post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the cartridge noted that the loading unit was fully applied. During functional evaluation, the loading unit was loaded into a pmv representative instrument (powered handle and adapter) for functional testing. It was observed that the anvil could not be closed completely on the initial clamping stroke. This was an indication that the loading unit anvil was deformed at the clamping feature. Further functional evaluation found the loading unit to transect test media. Functional testing also confirmed the safety interlock feature successfully prevented the loading unit from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Corrected: d10, h3, h6, g4. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.